Event description:
It was reported that the patient experienced cardiac tamponade and hypotension. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat persistent atrial fibrillation a farawave catheter was used. The left sided pulmonary veins were ablated without issue. The direct maneuver was approached to find the right inferior pulmonary vein (ripv) but only succeeded in finding the right superior pulmonary vein (rspv), which was also ablated without issue. To search for the right inferior pulmonary vein (ripv) again the left superior pulmonary vein (lspv) was wired again, then the catheter array was deployed to the flower shape and rotated to the right side. The guidewire was advanced out of the catheter and pulled back in multiple times to search for the ripv. The ripv was not found and multiple catheter manipulations led to a loss of transeptal access which was regained quickly again by locating it with the guidewire and advancing the guidewire into the lspv followed by the catheter in the faradrive sheath. The direct maneuver was performed again and the ripv was found this time then ablated. As the patient was still in atrial fibrillation the guidewire was left in the ripv with the catheter parked over it in the ostial/sleeve area for dc cardioversion, which was successful on the first shock. Exit block pacing was performed successfully for the ripv and rspv, but when revisiting the lspv for exit block pacing a drop in blood pressure was noticed and transesophageal echocardiogram (toe) revealed a cardiac tamponade. Pericardiocentesis was performed and a pericardial drain was inserted. Approximately 650ml of blood was removed and protamine was administered to antagonize the heparin. Eventually the pericardium seemed dry with no more bleeding and the patient was transferred to the intensive care unit (ICU) for monitoring. The procedure had been completed, and the patient is expected to fully recover. It was later identified that the most likely timing of the tamponade was during the initial attempt to wire the ripv. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.